Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the atrial lead had micro dislodgement resulting in failure to capture and p-wave amplitude variation. The atrial lead was repositioned. The patient was in stable condition.